Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experience hyperglycemia. The customer¿s blood glucose level was 500 mg/dl. Customer states that they were getting insulin flow block alarm when doing fill tubing. Customer stated that after troubleshooting they were successfully filled tubing. Customer straighten out the tubing and tug it gently and tried fill tubing and it went without alarm. Customer also stated that there were leaks infusion set. The devices will not be returned for analysis.